Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage post-op. It was reported that patient underwent right tha on (B)(6), 2022. On (B)(6), 2022, it was found that the liner was broken and went to hospital for examination. On (B)(6) 2022, it was confirmed that the liner was broken. The surgeon confirmed that the second surgery will be performed but the time of the second surgery was unknown at present.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for analysis. Provided xray images were reviewed. Fracture of the ceramic insert was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. A manufacturing record evaluation was performed for the finished device (121882750/9706328) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - impact code.